Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio flex meter had displayed an error 4 message. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up call with the patient. The patient reported that the alleged error message first occurred at 2pm on (B)(6) 2017. The patient manages their diabetes by self-adjusting their insulin dosage and confirmed with the csr during the follow up call that they did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient informed the csr that 12 hours after the alleged product issue occurred they developed the symptoms of ¿sweats and headache¿. During the follow up call the patient confirmed that they did not associate these symptoms with a blood glucose excursion and only self-treated by taking 2 tylenol tablets for their headache. The patient did not measure their blood glucose on any other device and stated that they felt these symptoms were unrelated to the alleged product issue. At the time of troubleshooting the csr walked the patient through a re-test but was unable to resolve the issue. The patient¿s products were replaced and requested for evaluation. Although the patient developed signs/symptoms suggestive of serious hypoglycemia, there is no indication that the subject meter caused/contributed to this potential serious injury since the patient confirmed these symptoms were unrelated to the alleged meter issue. However, this complaint is being reported as a malfunction because the alleged product issue remained unresolved at the time of troubleshooting.